Event description:
The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. The cause was not known. The customer performed a supply change to address bg. Recommendation was made to consult with tandem technical support regarding further issues. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.